Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, with no failed identified. Also, the load fill issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 300 mg/dl.